Event description:
As reported via the registry, angiography revealed that a patient had 80% stenosis in the ostium of his right internal carotid artery. The lesion was described as moderately calcified, eccentric and 20mm in length. The reference vessel was 5.1mm in diameter and moderately tortuous with arch type iii. Due to tracking difficulty, an angioguard rx with a 6mm basket deployed prematurely, just after the lesion, but was able to be used during the procedure with no injury to the patient. The device completely deployed with sufficient space allowed between the lesion and the filter basket to prevent interaction between devices. The lesion was predilated and a 9.0 x 40mm precise pro rx was implanted at the target lesion. His act during the procedure was 129. The angioguard device was successfully retrieved and there was no debris observed in the angioguard basket. Heparin was administered during the procedure. Following the procedure, the patient experienced aphasia associated with mild hypotension (78/44) and was diagnosed with having a transient ischemic attack (tia). His hypotension was treated with dopamine and intravenous normal saline at 250ml/hr until the systolic blood pressure was in the 140's. The tia was not treated and lasted 1-2 hours, fully resolving when his blood pressure normalized. The patient was discharged approximately four days after the procedure. Discharge medications included aspirin and clopidogrel. The physician felt that the hypotension was a vagal response to the arterial line removal and had held pressure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.